Event description:
It was reported to boston scientific corporation that an rx lithotripter basket was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when pushing the handle to open the basket a lot of resistance was noted, and the handle broke. The procedure was completed with another of the same device. Additionally, there were no anomalies noted with the lithotripter basket prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A physical examination of the device found the thumb ring and finger ring components separated from the handle body, additionally thumb ring was deformed and cracked from compressive force. Due to compressive force, the handle cannula was found bent and broken while the cannula present upward bending causing the device to fail. The distal end of the device found the basket to be closed/retracted with the tip intact. The side car-rx had been removed and the outer sheath had been stretched over the coil assembly end cap and the basket tip. The coil assembly was buckled in multiple places along the working length. The failure of the handle cannula and crushing of the thumb ring were most likely caused by user applying compressive force to the handle during an attempt to extend the basket. Therefore, the most probable root cause is "operational context." A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an rx lithotripter basket was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(4) 2014. According to the complainant, during the procedure, when pushing the handle to open the basket a lot of resistance was noted, and the handle broke. The procedure was completed with another of the same device. Additionally, there were no anomalies noted with the lithotripter basket prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of handle broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.